Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake cable slipped out of the bearings, due to a worn brake block. The tech replaced the brake block and bearings to repair the bed.